Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint received with return of device. Failure (event) observed during analysis.a partial lead with the distal tip measuring 51.1cm was returned for analysis. External insulation abrasion was noted at 17.9-18.0cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location.(B)(4).